Event description:
Following a stereotactic breast biopsy a senorx marker device was inserted through the biopsy needle. Following attempted deployment of the markers, a piece of the plastic sleeve containing the marker material was sheared off, presumably by the biopsy needle. On removal of the needle assembly it was noted that the missing piece of plastic could not be accounted for and was presumably deployed into the biopsy site within the pt. In addition, it was noted that the markers had not been properly deployed. The situation was discussed in detail with the pt and spouse. It was decided to have the pt return to the radiology dept for attempted ultrasound identification and localization of the marker and the missing piece of plastic. If the biopsy indicates that surgery is necessary, the piece of plastic could be retrieved at the surgery. Ultimately, the pt will decide if they want surgery to attempt removal of the plastic.